Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call several cases of keypad anomalies. All the buttons on the insulin pump have been unresponsive at some point. The issue occurred several times a week. The customer has replaced the battery before but when this happened, it did not resolve the issue. The customer had to wait until the buttons started to work again. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.